Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer intermittently produce an error while interrogating. Analysis noted that there was excessive contamination, signs of corrosion at the bulkhead, and corrosion or foreign material inside the display. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not complete an interrogation. It was noted that an error code was received approximately half way through the interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.